Event description:
It was reported post op laparoscopic cholecystectomy procedure, the surgeon reported bile leak at cystic duct. The patient returned with bile leak and clips from device were no longer present on cystic duct. One device was discarded.

Manufacturer narrative:
(B)(4). The following information has been requested. No response received. Were any issues noted with clip formation during the initial operation? Were any issues noted with feeding during the initial operation? Were any issues noted with the delivery of the clip during the initial operation? Was the clip ever localized? Was the clip found during the second procedure? Does the surgeon typically use a one step or two step firing process? Was the cystic duct abnormally large or diminutive? Was a cholangiogram done? How many hours or days post op did the patient return? How many clips does the surgeon typically place on the patient side? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any issues noted with clip formation during the initial operation? Scissoring and no complete clips . Were any issues noted with feeding during the initial operation? No. Was the clip ever localized? No. Was the clip found during the second procedure? No stent placed. Does the surgeon typically use a one step or two step firing process? 2. Was the cystic duct abnormally large or diminutive? No. Was a cholangiogram done? No. How many hours or days post op did the patient return? 24. How many clips does the surgeon typically place on the patient side? 2. What is the patient¿s current status? Doing well.